Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, while additional details would be gathered when the customer contacts them again.